Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s parent observed that the sensor was no longer communicating with the tandem insulin pump. The patient received a signal loss alert lasting approximately 2 hours, followed by a complete loss of cgm readings. The system displayed a ¿brief sensor issues¿ message, advising to wait up to 3 hours. The parent performed a blood glucose (bg) check, but the values were not recorded. Due to the patient experiencing vomiting and suspected high ketone levels, they were taken to the emergency room. At the hospital, the patient was diagnosed with diabetic ketoacidosis (dka) and treated with IV fluids. The patient remained at the hospital for the day and was discharged the same day. At the time of this report, the patient is reported to be doing well and fine. Performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or "brief sensor issue" was not found within the investigation window on (B)(6) 2025. However, it was found that signal loss equal to or under one hour occurred. The probable cause could not be determined via data. No additional patient or event information is available.